Manufacturer narrative:
Insertion post fractured at the pre-determined position. This is to prevent the implant from mechanical overloading during insertion. If such forces appear the dentist should use a dense boen drill or tap according to IFU.

Event description:
Fracture of insertion post from a dental implant.